Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no pt involvement. The device was evaluated by a philips field service engineer. The power supply was replaced to resolve the issue.

Event description:
The customer reported that the device failed to power up.